Event description:
There was no patient involved in this event. This device malfunctioned because the status indicator light was not flashing. A device in this fault mode, if left undetected could result in failure of the device to perform as intended, if required.